Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was unable to rewind completely even when the battery was full. The customer expressed that she was unable to insert the reservoir into the insulin pump. The customer further stated that the insulin pump stayed on the rewind screen and was not doing anything. The insulin pump them blanked out and return to the main menu. Advised customer to contact her healthcare provider. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.